Event description:
On (B)(6) 2013 pt reported insulin leaked from the bottom of the insulin cartridge while in use in the infusion device. Pt stated the cartridge had been in use for 3 days when the leak was noticed. Pt reported only a couple of drops of insulin had leaked from the cartridge plunger into the cartridge compartment of the infusion device. Pt stated he was not able to pour out the insulin from the infusion device so he dried out the inside of the cartridge compartment with a tissue. Advised pt to switch to a new insulin cartridge. Pt reported he saw the insulin drip form the bottom of the insulin cartridge while using it. Pt is using a competitor's infusion set. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged insulin cartridge and insulin adapter for evaluation.

Manufacturer narrative:
The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.